Event description:
It has been reported to philips that the system gave an error of ¿geometry movement starting do not change¿. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated the complaint. According to the additional information collected, the system was in clinical use for a planned and emergency treatment, which was completed after restarting the system. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system gave an error of ¿geometry movement starting do not change." Rse reviewed the logs and indicated that the propeller movement potentiometer was faulty. The philips field service engineer (fse) checked the system onsite and found that propeller potentiometer issue. To resolve the issue, fse replaced the potentiometer. After replacement, the system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If a geometry issue occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A geometry issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.